Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2012, to treat degenerative mitral regurgitation (mr). Two clips were implanted, reducing the mr to 2+. On (B)(6) 2016, four years after the mitraclip procedure, the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Per the physician, the death and mitral regurgitation (mr) were not related to the device. Therefore, it was confirmed that there was no relationship between the reported event and the mitraclip device. The reported mr appears to be likely due to disease progression. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the death certificate was received. It states the cause of death was end stage renal disease and mitral regurgitation (mr). The death certificate also lists atrial fibrillation and benign prostatic hyperplasia as other conditions. The physician reported that the death and the mr are not related to the mitraclip device. No additional information was provided.